Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis patient developed sepsis and subsequently passed away. The cause of death was sepsis. The nature of the sepsis infection was not reported. The patient was not hospitalized prior to passing away. Treatment information was not reported. It was not reported if peritoneal dialysis therapy was ongoing until the time of death. It was unknown if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.